Event description:
The customer reported obtaining reproducibly elevated troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one patient. The elevated sample (designated as sample 1) was reanalyzed on the same access 2 immunoassay system and a reproducible, elevated result, outside of the customer's normal reference range, was generated. The patient was transferred to an alternate facility, where a new sample was collected (designated as sample 2) and was analyzed on a dimension analyzer and generated a lower result. An aliquot of sample 2 was sent to an alternate facility and was processed on an alternate access 2 immunoassay system serial number (B)(4) and an elevated result, similar to the results obtained on the customer's access 2 immunoassay system, was generated. The elevated result was reported outside of the laboratory and there was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results, as the patient was transferred to an alternate facility. The patient also underwent a cardiac catheterization procedure, which was "negative." Quality control (qc) and calibrations were performing within assay and instrument specifications at the time of the event. The patient's samples were collected in a plasma lithium heparin gel tube and were centrifuged for five (5) minutes at an unknown speed. No issues with sample integrity were reported by the customer. The customer sent the patient's samples to beckman coulter (bec) complaint handling unit (chu) for further analysis.

Manufacturer narrative:
Patient demographic of weight was not provided by the customer. There is no indication that the access accutni+3 reagent was returned for evaluation. Beckman coulter complaint handling unit (chu) internal testing of the customer supplied neat plasma sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample with a blocker protein specific to alkaline phosphatase decreased the sample's signal causing a decrease in the access accutni+3 result by 63.67%, confirming the presence of a patient source interferent related to alkaline phosphatase. Service was not dispatched to the customer's site as the customer did not question system performance. In conclusion, the cause of the elevated access accutni+3 results is due to a patient source interferent related to alkaline phosphatase.